Event description:
Philips received a complaint on the obtv standard internal server indicating the system has no sound for alarms. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system rj45 cable on the wall needed to be adjusted. The fse suggested to the customer to remove the rj45 cable back and place it back into the wall. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
The customer reported that the system does not have sound. The device was in use on patient at time of event, there was no adverse event reported.